Event description:
It was reported: a leak was found at 16-17 cm from the tip of the catheter after flushing saline water from the hub during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer report of a catheter body leak was confirmed through complaint investigation of the returned sample. The customer returned one s-l catheter for evaluation. Signs-of-use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed a small slit in the catheter extrusion. The appearance of the slit is consistent with unintentional contact with a sharp object (e.g., scalpel, needle bevel, etc) during use. The slit in the catheter was located 48mm via calibrated ruler from the juncture hub. The catheter length from the juncture hub to the distal end measured 207mm via calibrated ruler which was within the specifications of 201.5-210.5mm per product drawing. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." With the distal tip occluded, the catheter was flushed using a lab inventory 10ml syringe. Water was observed exiting the slit in the catheter body. The instructions-for-use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**.

Event description:
It was reported: a leak was found at 16-17 cm from the tip of the catheter after flushing saline water from the hub during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Event description:
It was reported: a leak was found at 16-17 cm from the tip of the catheter after flushing saline water from the hub during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).